Event description:
This event involved a patient 1 and 11 months after heartware lvad implantation who experienced electrical faults on his controller and performed an exchange. The vad technician removed the controller in question from the patient and replaced with a new one from hospital stock. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
Preliminary review of the log files did not confirmed "electrical fault" alarms. The event log revealed a loss of power (pump stop). The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device. A review of the controller history records confirmed that the device met all specification for release. The returned controller failed functional test due to an intermittent power connection and also revealed that the audible alarm failed when power was removed from controller due to a depleted internal battery. An internal investigation (CAPA) has been open to address the issue. Additional information: device available for evaluation. No additional information will be forthcoming.